Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5012swc was removed on (B)(6) 2019 due to loss of osseointegration 1 year and 4 months after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient has recovered without complications.